Manufacturer narrative:
(B)(4)

Event description:
The consumer reported not feeling stimulation as much as she did when she first came home. The patient felt it now and then. This occurred two days prior to the report. Swelling was noted. Bandages were present and there was swelling. The swelling had gone down and the staples were removed, but she still had bandages. Relevant medical history included non-malignant pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.